Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during video-assisted thoracoscopic pulmonary lobectomy, upon cutting and closing the lobar fissure, the device did not fire. The surgeon was able to press the green button but could not squeeze the handle. A new reload was replaced to complete steps. There was no patient injury.